Event description:
It was reported that a patient took a bad fall on her left side where the implantable neurostimulator (ins) was and broke her left elbow. Two to three weeks ago she began experiencing sudden pain that ran from the buttock to the toe and now the pain was unbearable. The patient thought it was a charley horse or muscle issue, but she had a steroid injection which didn¿t help the pain at all so there was suspicion that it was another reason like a sciatic nerve issue or maybe an interstim wire came loose. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v457457, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).